Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited back vvi operation. A device download was performed successfully. The patient was stable and asymptomatic throughout.